Event description:
It was reported that the left ventricular lead exhibited loss of capture at 7.5 v, 1.5 ms in all configurations. A chest x-ray confirmed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.